Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent l3-4-5 to s1 fusion. The patient developed progressive severe back pain. His CT and MRI showed pseudoarthrosis and failure of fusion at l3-4 with very loose screws and opening of the pedicle around the screw itself at l3. On 5/17/2012 the patient presented with l3-4 pseudoarthrosis with radiculopathy and back pain. The patient underwent l3, 4, 5 posterior segmental instrumentation revision and l3 posterolateral fusion. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010 the patient underwent posterior lumbar interbody fusion procedure in which rhbmp-2/acs was used. On (B)(6) 2012 the patient underwent a procedure in which rhbmp-2/acs was used.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.